Event description:
The information provided to sjm indicated the patient underwent re-do aortic valve replacement surgery due to insufficiency. The valve was removed and replaced with an unknown device. The patient was reported to be doing well after the surgery.

Manufacturer narrative:
(B)(6).